Event description:
It was reported that the blade broke at the mount during surgery. No adverse consequences were reported.

Manufacturer narrative:
Four blades in total were returned by the customer. Two blades were still in their original packaging, while the other two blades had indications that they had been used. A visual examination confirmed damage to both blades: - both tabs had broken off one blade; while one tab had broken off and the second tab was visually bent on the second blade. Based on this info and other more recent confirmed complaints reporting similar events, the root cause of the damage is determined to be multi-factorial.